Manufacturer narrative:
Na.

Event description:
The customer reported that they received questionable thyrotropin (tsh), free thyroxine (ft4), and thyroxine (t4) results for one patient sample tested on an e602 analyzer. Of the mentioned tests, the results obtained with the ft4 and tsh tests are reportable as a malfunction. This medwatch will cover ft4. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to tsh. The sample initially resulted as 0.42 uiu/ml for tsh and 3.3 ng/dl for ft4. The tsh value of 0.42 uiu/ml was reported outside of the laboratory and the ft4 value of 3.3 ng/dl was not reported outside of the laboratory. On (B)(6) 2015, the sample was repeated for ft4 on a siemens centaur analyzer, resulting as 1.2 ng/dl. The ft4 value of 1.2 ng/dl was believed to be correct. The customer then performed serial dilutions of the sample and tested it for tsh on the e602 analyzer. With a times 2 dilution, the sample resulted as 0.266 uiu/ml on the e602 analyzer, with a final value of 0.532 uiu/ml when calculating the result with the dilution factor. With a times 4 dilution, the sample resulted as 0.150 uiu/ml on the e602 analyzer, with a final value of 0.6 uiu/ml when calculating the result with the dilution factor. With a times 8 dilution, the sample resulted as 0.079 uiu/ml on the e602 analyzer, with a final value of 0.632 uiu/ml when calculating the result with the dilution factor. With a times 16 dilution, the sample resulted as 0.04 uiu/ml on the e602 analyzer, with a final value of 0.64 uiu/ml when calculating the result with the dilution factor. With a times 32 dilution, the sample resulted as 0.024 uiu/ml on the e602 analyzer, with a final value of 0.768 uiu/ml when calculating the result with the dilution factor. The sample was repeated on a beckman dxi instrument, resulting as 0.63 uiu/ml for tsh and this value was believed to be correct. The result was revised from the original tsh value to 0.63 uiu/ml. The customer then performed serial dilutions of the sample and tested it for tsh on the beckman dxi analyzer. With a times 2 dilution, the sample resulted as 0.322 uiu/ml on the beckman dxi analyzer, with a final value of 0.64 uiu/ml when calculating the result with the dilution factor. With a times 4 dilution, the sample resulted as 0.16 uiu/ml on the beckman dxi analyzer, with a final value of 0.64 uiu/ml when calculating the result with the dilution factor. With a times 8 dilution, the sample resulted as 0.077 uiu/ml on the beckman dxi analyzer, with a final value of 0.62 uiu/ml when calculating the result with the dilution factor. With a times 16 dilution, the sample resulted as 0.04 uiu/ml on the beckman dxi analyzer, with a final value of 0.64 uiu/ml when calculating the result with the dilution factor. With a times 32 dilution, the sample resulted as 0.021 uiu/ml on the beckman dxi analyzer, with a final value of 0.67 uiu/ml when calculating the result with the dilution factor. The patient was not adversely affected. The e602 analyzer serial number was (B)(4). The field application specialist investigated the issue and noted that product labeling warns against collecting samples from patients receiving therapy with high biotin doses. The customer only suspected that the patient was taking biotin medication, but this was not confirmed. It was also noted that the customer has had previous samples with similar issues and for these samples, it was determined that there was biotin interference. The customer is now repeating all samples with abnormally high ft4 results and all pediatric samples will be tested on alternate platforms. The customer stated that tsh will also be re-tested when an associated ft4 value is questioned. It was noted that the customer cancelled the reported ft4 value.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The involved sample was asked for, but not available for investigation. A general reagent issue can most likely be excluded.